Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission for seizure management and treatment with glucagon and supportive care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not demonstrate severe hypoglycemia on the reported event date. The user¿s mother reported that the dexcom g7 sensor displayed glucose values in range while a fingerstick measurement showed a glucose level of 30 mg/dl. If the cgm was reading inaccurately high, this could have resulted in excessive insulin delivery and subsequent hypoglycemia. Device data also showed frequent use of the pause insulin feature, which would typically predispose to hyperglycemia rather than severe hypoglycemia. Based on available information, the cause of the hospitalization could not be established, with a possible contributing factor being cgm inaccuracy. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 30 mg/dl, resulting in hospitalization for seizure management. The user was admitted to (B)(6) hospital on (B)(6) 2026, treated with glucagon and supportive care, and discharged (B)(6) 2026. No long-term health effects were reported.